Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had a bent cannula. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. Troubleshooting was done. The customer was able to push insulin through and the no delivery alarm did not recur. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.